Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms during their basal rates. The customer's blood glucose was 279 mg/dl at the time of incident. The customer was able to lower their blood glucose to 171 mg/dl with 17 units of insulin. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found the insulin pump alarmed no delivery with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. The customer also reported using cold insulin. The customer was advised against this. The customer declined to return the reservoir for analysis.